Manufacturer narrative:
Device lot # reported: 0529k008.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a revision due to wear and tear of the device. The ipp was removed and replaced. There were no patient complications.